Manufacturer narrative:
The device was not returned to the manufacturer for evaluation and the customer rejected the estimate.

Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. The device was not in patient use. The device was not returned to the manufacturer for evaluation. The manufacturer believes either the internal battery or power supply would need replaced to address the issue.